Event description:
After less than 12 hours of intra aortic balloon therapy, blood was noted in the tubing which has backed into the drive lines. The intra aortic balloon was removed and not replaced no pt injury or further complications occurred. Upon testing after removal by the user facility a hole was noted in the distal end of the intra aortic balloon.